Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-48951. Related manufacturer reference number: 1627487-2020-48952. It was reported stimulation output was inconsistent. In turn, surgical intervention was undertaken on an unknown date wherein the entire scs system was explanted. This addressed the issue.